Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The report received stated the customer noticed when the patient was post-operative liquid had entered the inflation balloon. The tube was removed and replaced. There was no injury to patient. The tube was checked prior to use.